Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34, (lot: 0012606113); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter aortic valve, the valve was recaptured due to a shallow im plant depth. Upon the second deployment attempt, an infold was observed; therefore, the valve and delivery catheter system (dcs) were withdrawn from the patient. Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed, and a new valve and dcs were used to complete the procedure. It was noted that the target implant depth when the infold occurred was 3 millimeter (mm). No patient complications were reported as a result of this event.

Event description:
Additional information was received that the patient had a possible bicuspid aortic valve and a high amount of over sizing that contributed to the infold.

Manufacturer narrative:
Image review: one static image was provided for review. Fluoroscopic valve load inspection was not provided for review therefore it is not possible to validate a good load. It was reported that the valve was recaptured once and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that a new system was used. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.